Event description:
Information was received indicating that this ambulatory infusion pump exhibited "no message" and " no disposable, pump won't run" alarms. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd® medication cassette reservoir was returned. The returned sample consisted of one cassette product from p/n 21-7302-24. The product was received in used condition without its original packaging. The cassette was visually inspected at a distance of 12" to 24" under normal conditions of illumination. No discrepancies were found. The customer's reported problem was "a no message alarm was issued from the cassette that the customer was about to use, then it turned into a no disposable, pump won't run alarm". The sample was successfully attached to the pump without any alarms activating. The complaint was not confirmed. The manufacturing and quality inspection processes were reviewed and considered adequate and correct. No root cause was determined as the failure mode could not be duplicated.